Event description:
It was reported per field service report: pump was on patient. Per the biomed technician, the pump was exchanged off the patient. Symptom: helium loss 2 & helium loss 3. Findings/actions taken: got helium loss after 2-3 minutes, also loss of pressure with tyco's. Replaced pneumatic control switch and did complete helium leak test and functional check. Passed.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.